Manufacturer narrative:
The device was returned to the service center for preventative maintenance. During the service, it was found that the c-cover was cracked and needed to be completely replaced. Additionally, visual inspection found dents and scratches on the distal end plastic cover/c-body, insertion tube, and lg tube. There was a tiny chip at the edge of the lg lens not affecting transmitting light. The device passed all functional testing. The most likely cause of the damaged c-cover was due to unintended user error.

Event description:
Olympus received a device from a user facility stating that the device needed preventative maintenance. During the servicing, the device was found to have a cracked c-cover and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to correct the information provided. During service of the device, it was found that the c-cover was scratched.